Event description:
It was reported that no readings issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was watching tv when she became lightheaded and started vomiting while the cgm had no readings. The patient's son took her to the emergency room. The nurses tested her blood glucose and it was 400 mg/dl. The patient was treated with insulin via IV. The patient was in the hospital for five days and was discharged on (B)(6) 2025. At the time of the report, the patient was doing okay. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.